Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, discontinued) and meropenem injection (500mg, discontinued) for peritonitis. Eight days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. It was reported that retraining on proper aseptic technique was done. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.